Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of an air detected in cassette message. The patient pressed ok to clear the message. Fluid was not seen. The patient discontinued treatment during drain 1 of 4. A review of the patient¿s treatment records identified that the patient drained 3671 ml during drain 1 of the treatment. This drain volume is 204% the patient's prescribed fill volume of 1800 ml. The patient did not do a manual exchange. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. Additional information requested but has not been provided.

Manufacturer narrative:
Additional information provided in d9 and h3. Plant investigation: a visual inspection of the returned cycler exterior showed no signs of physical damage. There were no visual indications of dried fluid within the cassette compartment on the pump. There were visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Vacuum check failed. Measured (vacuum < 160 mbar): 350 mbar, failure traced to: clogged hp1, hp2, hp3 filter. Replaced filters. An (as received with reduced dwell) simulated treatment was performed and completed. The cycler weighed fill volume values were within tolerance for a liberty cycler. Valve actuation test passed. System air leak test passed. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid on the edges from the rear panel. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of an air detected in cassette message. The patient pressed ok to clear the message. Fluid was not seen. The patient discontinued treatment during drain 1 of 4. A review of the patient¿s treatment records identified that the patient drained 3671 ml during drain 1 of the treatment. This drain volume is 204% the patient's prescribed fill volume of 1800 ml. The patient did not do a manual exchange. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. Additional information requested but has not been provided.